Event description:
The customer reported to olympus, the bronchovideoscope had a scope communication error (b30) and it cannot be used. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed, the b30 error occurred due to corrosion on endoscope connector. In addition to the reported malfunction, the following findings were discovered; the adhesive on bending section cover had a discolored area, the control unit was sticky due to water leakage, the suction connector was sticky due to water leakage, the scope connection cover unit was sticky due to water leakage, the bending angle in up direction did not meet the standard value due to wear of angle wire, the connecting tube had a dent, a noise image occurred due to corrosion on suction connector, and the grip was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the scope communication error (b30) was a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused from a electrical continuity error due to water invasion. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿. Olympus will continue to monitor field performance for this device.